Event description:
It was reported that the left monitor on the 9800 system would not intermittently flicker. Also, the saved images could not be retrieved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.